Event description:
The manufacturer's representative reported that the pump was removed due to detached catheter access port. No patient symptoms were reported.

Manufacturer narrative:
Final device analysis reveals insufficient bond of catheter access port.